Event description:
The customer reported that she had high blood glucose. Customer stated she does not know the blood glucose reading, around 300's mg/dl. Customer stated contacted her health care provider for high blood glucose and was advised by emergency medical technician to go to the hospital. Customer treated high blood glucose with insulin and syringe. Customer stated that past even had emergency visit due to high blood glucose. Customer was wearing the insulin pump at the time of hospital visit. Customer treated insulin adn syringe prior going to the hospital. Customer stated everything was fine with the insulin pump its just the bent cannula. Customer declined to troubleshoot. Explained the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.